Event description:
The customer reported that she experienced high bgs (greater than 250 mg/dl) with large ketones within an hour of activating a pod. Upon removing the pod, she noticed that the cannula was bent, through no alarm was initiated. A new pod was placed and the suspect device will be returned for evaluation.

Manufacturer narrative:
The product was returned and evaluated. The investigation confirmed a kink in the pod's cannula, as noted in the customer's report. It would not be conclusively determined, however, whether the kink was present while the pod was in use or after it has been removed. A kink in the pod's cannula can cause an obstruction in the fluid path, impeding the flow of insulin to the user. This can result in high bg levels, as stated in the report. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.